Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with an open wound at the device pocket incision site, attributed to an infection. According to the physician, the infection was not related to abbott products but was related to the abbott procedure. As a result, the implantable cardioverter defibrillator (ICD) system, including the ICD, right ventricular lead, and right atrial lead, was explanted. The patient was reported to be in stable condition.